Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump allegedly over infused potassium during therapy. The patient was ordered 40eq of intravenous potassium to be infused over 4 hours. The bag was scanned into an unspecified system at 2202, at approximately 2320 a nurse recognized an alleged change in the patient's "rhythm" and observed an empty potassium bag. The pump was subjected to functional testing, presumably at the originating health facility, and found to pass evaluation. Simulated therapy using the settings programmed by the nurse (40meq of 100 ml over four hours) was also attempted by the user facility and no abnormalities were discovered. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.